Manufacturer narrative:
One used list# kl-ms, chemosafelock connecter, one used terumo syringe 10 ml and one used chemolock port were received. A series of photos were returned showing and could be confirmed with what appears to be small particles in a syringe barrel connected to a chemosafelock connecter and the poppet body main seal stuck down in the chemosafelock connecter. A syringe barrel connected to a chemosafelock connecter and the poppet body main seal stuck down in the chemosafelock connecter. There were drug residuals within the chemosafelock connecter and components in the female luer that appear to have been degraded. The complaint states that busuflex was the drug used. The chemosafelock devices contain polycarbonate. Polycarbonate in the chemosafelock assemblies is not compatible with n.n-dimethylacetamide; busulfan (busulfex®, myleran®). The probable cause of the damage and particles observed in the photos returned is the use of busulfex which can damage and degrade the polycarbonate componentry of the chemosafelock components. There was a chemolock port returned with a cloudy fluid within the fluid path. The chemolock port was functionally tested and met product performance expectations outlined in the product performance specification. A device history record (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg : 14-apr-2021.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemosafelock connecter that was reported to have a solidified substance floating in the drug solution. When the customer received the sample with a syringe connected, there was no floating substance observed. However, when the plunger of syringe was pulled, a transparent thin fragment-like substance appeared from the connector side. And when a female connector was attached in order to discharge the drug solution, and subsequently removed, the tip of the sample was broken. The device was in use for one day. The type of procedure was infusion and injection. The device was not changed out or replaced. It was also mentioned that the event was detected prior to patient use, and that the event occurred during infusion. There was no serious injury/death, no blood loss, no delay in critical therapy and no adverse operator consequences. There was no unprotected chemotherapy exposure, and no medical/surgical intervention was required. There was no report of harm.